Event description:
Report rec'd of air in the syringe of the monitoring kit. It was reported that the control syringe allowed air into the monitoring kit when contrast media was drawn into the syringe. The customer stated that a "few tiny air bubbles" in the pt's coronary arteries were "visualized on the exposures" taken during the angiogram after contrast media had been injected via a syringe into manifold port. The control syringe was replaced with regular 20ml syringe without further air noted. The customer believes that the rotating valve with the o-ring allowed for entry of air. It is unk whether the pt became symptomatic. There were no adverse pt effects and no medical intervention was required. Though requested, no additional info provided.

Manufacturer narrative:
The device was received. Investigation is not completed.